Event description:
It was reported that during the implant procedure of a transcatheter bioprosthetic valve, the patient experienced an unspecified atr io-ventricular block prior to deploying the valve. The valve was implanted without issue; however, a temporary pacemaker was placed in the internal jugular vein prior to the patient leaving the procedure room.

Manufacturer narrative:
Section d references the main component of the system. Other relevant device is: brand name evolut fx valve; product ID evolutfx-26 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2024; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. D4. H4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a first-degree av block occurred.

Manufacturer narrative:
Updated data: b2. B5. Added third paragraph. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter bioprosthetic valve, the patient experienced an unspecified atr io-ventricular (av) block prior to deploying the valve. The valve was implanted without issue; however, a temporary pacemaker was placed in the internal jugular vein prior to the patient leaving the procedure room. Additional information was received that a first-degree av block occurred. Additional information was received that a permanent pacemaker was implanted due to complete heart block (chb). The chb did not occur on the same day as the implant of the valve, but it occurred at a later date.